Event description:
During a procedure with the rotablator system, the guide wire tip appeared to be embedded in the apex of a small artery. The guide wire fractured at the tip of the left anterior descending artery. The spring tip could not be removed from the pt. No pt injury was reported.